Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: condition of anvil, good; condition of anvil shroud, good; condition of cartridge, good; condition of driver, good/extended; condition of earmuff, good; condition of head, good; firing lever position, open/fired position; rotation, good; staples present, no and trigger position, open/fired position. Functional tests & results: articulation, yes; closure force, normal and instrument cycled, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was rec'd in good physical conditoin, with no anomalies or deformations observed. The instrument was examined and was found to be functional and was then reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specs. No conclusion could be reached as to why "leakage occurred near the staple line" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form properly.

Event description:
It was reported by the nurse during a low anterior resection the ax55g didn't work properly. The resident explained to the rep it worked as designed. After the ax55 was fired the dr's did not transect immediately. Two surgeon were the residents doing the case. Another surgeon was the attending dr, but the rep does not think he was in the room. They went back to transect tissue and when the tissue was pulled and stretched, leakage occurred near the staple line. There was no consequence to the pt.